Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.